Manufacturer narrative:
The account stated they were checking the wrong pins on the sidecom board. The account will be checking the correct pins on the sidecom board using a dummy plug from another bed. No further info is available on the repair of the bed at this time.

Event description:
The account alleged they replaced the sidecom board and now the nurse call does not function. No injury reported.